Manufacturer narrative:
Final device evaluation found that the device was returned in good visual condition. Upon evaluation, it was found that the "max" button continued to indicate it was being engaged after being released. The "max" button did not return to its original position after pressing and releasing it. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a parathyroid procedure, after burning tissue and opening the jaws, the device kept firing and did not disengage. Another device was used to complete the case. There was no delay and no other issues during the procedure. There was no patient injury.